Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 7000 mcg/ml fentanyl at 4330.6 mcg/day, 1000 mcg/ml clonidine at 618.7 mcg/day, 15 mg/ml dilaudid at 9.280 mg/day, and 10.0 mg/ml bupivacaine at 6.187 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was hearing their pump ticking since implant. The ticking was "driving me nuts" and was audible with the naked ear. It was keeping the patient awake at night. The ticking could be heard while the patient was in her living room with the air conditioner and fan running. It was stated that the pump was ticking every second except when the pump was dosing. It was noted the patient wanted to replace the pump. It was also reported that since the placement of the new pump, the patient was experiencing increased pain in their neck, back, and extremities. The patient's neck and back felt like they had prior to the implant of the pump. Additionally, the patient was experiencing increased nausea, a mild headache, and "horrendous diarrhea". It was then asked if it was possible that the pump medication was somehow leaking a minuscule dose into the tissues in the patient's abdomen instead of directly into the patient's spine. It was also asked if the patient did something to disconnect the catheter or if the catheter was not long enough or stretched too tight for the patient's request to move the catheter. An edema over the pump was also noted. The patient's healthcare provider (hcp) had the patient come in to compare the actual volume in the pump with the expected and they were "just the right amount". The hcp's team was scheduling the patient for a dye study, however the patient did not feel this was necessary as the hcp had already stated the pump was dispensing medicine like it was supposed to. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp): there was no device, patient/therapy, or procedure issue. Ticking was the only issue. No actions or interventions had occurred and the event was not resolved. Additional information was received from a manufacturer's representative (rep). It was reported that the patient's pump was explanted due to the ticking noise it was making. It was reported the ticking was due to the dose of medication the patient was receiving. It was reported the patient tried for a number of months to silence it using different techniques, but they just couldn't handle it. The pump was audibly heard without stethoscope. No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.